Event description:
It was reported that there were concerns that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced two inappropriate anti-tachycardia pacing (atp) bursts and two inappropriate shocks, as a result of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services reviewed the event and stated that the patient's rhythm was accelerated after the therapy. No additional adverse patient effects were reported. This crt-d remains in service.